Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer stated that the insulin pump was not working for two weeks. Customer reported no delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having a blank display and no delivery/occlusion alarm on event date of 24-jan-2022. Tested with a test p-cap and the test p-cap locked in place properly. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. No blank display noted during testing. Device successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm 29 times from (B)(6) 2022 06:19:58.000 to (B)(6) 2022 16:15:18.000 in pump downloaded history. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power anomalies noted during testing or in the pump trace download. The electronic assembly, battery tube and battery cap were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, scratched lcd window, keypad overlay peeling, missing display window cover, serial number label damage. Blank display and no delivery were both not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.